Event description:
Meter name: one touch basic 0riginal. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symtpoms: no symptoms. A patient reported they had to quess on the amounts of insulin to be taken. Their meter allegedly had missing segments. The result on their meter was 88 mg.dl. Treatment was insulin. Patient has been quessing on the insulin dosage as a result of the missing segments. No further information has been reported.